Event description:
Plaintiff alleges that as a direct and proximate result of latex exam glove exposure, plaintiff has become sensitized to latex products. As a result, she alleges she has suffered anaphylaxis, asthma, rhinitis, respiratory problems, hives, contact dermatitis, swelling, fatigue, headaches, extreme discomfort, depression and emotional distress.